Event description:
When the surgeon was reaming the femoral canal, the reaming heads broke and pieces were retained in the canal. When the surgeon attempted to ream beyond, 3 more heads broke which resulted in six 1/4 inch each-retained metal fragments. Two fragments were retrieved and 4 were retained. Breakage resulted in prolonging procedure.